Event description:
It was reported that telemetry was interrupted and the pump was in a stopped pump mode. The cause of the stopped pump was the interrogation being interrupted when the pump was being reprogrammed after a pump refill. The pump was in stopped mode for 29 minutes. The telemetry unit was not positioned over the pump well enough. The healthcare provider (hcp) was able to update the pump and complete telemetry successfully before the patient went home after the refill. The medications being delivered were morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).